Event description:
It was reported that the pump touch screen was lifting off the pump. There was no adverse impact to customer¿s blood glucose level. The customer declined further troubleshooting with tandem technical support.